Event description:
A customer reported a cgm error, specifically error 42, which occurred without the pump coming out of storage mode. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and guided the caller through the process, after which the cgm error did not reappear, and the customer successfully started a new sensor session.